Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient went to the emergency room and was diagnosed with diabetic ketoacidosis (dka). For treatment, the patient states they gave him insulin, saline and one other treatment (unknown). The patient stated that the pod fell off after wearing longer than 48 hours, indicating that the cannula was dislodged. The patient was discharged on (B)(6) 2020.